Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high thresholds. The ra lead was noted to have over-sensing noise resulting in atrial tachy response (atr) episodes. Noise was able to be reproduced when manipulating the ra lead with isometrics. The physician suspected both leads were impaired. All evidence indicates both the ra and rv leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).